Event description:
Biopsy on pt having hard bones noticed at trocar introduction - then the trocar broke when obtaining the sample - surgeon had to be called for help to remove broken needle under general anesthesia.

Manufacturer narrative:
A sample was not rec'd for eval; therefore, the reported issues could not be confirmed. A through review of all applicable mfg procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. Therefore, a root cause could not be identified for this reported issue. All applicable mfg and quality personnel will be notified of this failure mode in an effort to heighten awareness and to minimize any impact from the mfg process. A device history review (DHR), raw material history files and the sterilization batch records for the listed mfg lot showed no recorded quality problems or rejections related to this incident.